Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('left one going thew my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), complication of device removal ("had them removed (B)(6) 2010, and found out (B)(6) 2018 they are still in") and pelvic pain ("pain"). The patient was treated with "removal" in (B)(6) 2010, however the coils were still in (in (B)(6) 2018). At the time of the report, the ovarian perforation, complication of device removal and pelvic pain outcome was unknown. The reporter considered complication of device removal, ovarian perforation and pelvic pain to be related to essure. The reporter commented: plaintiff had them removed (B)(6) 2010, and found out (B)(6) 2018 they are still in. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('left one going through my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), complication of device removal ("had them removed (B)(6) 2010, and found out (B)(6) 2018 they are still in"), pelvic pain ("pain") and arthralgia ("right hip pain and joint pain every where"). The patient was treated with "removal" in (B)(6) 2010, however the coils were still in (in (B)(6) 2018). At the time of the report, the ovarian perforation, complication of device removal, pelvic pain and arthralgia outcome was unknown. The reporter considered arthralgia, complication of device removal, ovarian perforation and pelvic pain to be related to essure. The reporter commented: plaintiff had them removed (B)(6) 2010, and found out (B)(6) 2018 they are still in. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event added: right hip pain and joint pain every where. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('left one going threw my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criterion medically significant), complication of device removal ("had them removed (B)(6) 2010, and found out (B)(6) 2018 they are still in") and pelvic pain ("pain"). At the time of the report, the ovarian perforation, complication of device removal and pelvic pain outcome was unknown. The reporter considered complication of device removal, ovarian perforation and pelvic pain to be related to essure. The reporter commented: plaintiff had them removed (B)(6) 2010, and found out (B)(6) 2018 they are still in. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.